Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of mitral valve injury and hypotension, as listed in the instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught on the chordae, resulting in difficulty removing the device appears to be a result of challenging patient anatomy. The reported patient effect of tissue damage appears to be a result of procedural conditions, while the reported hypotension was likely a symptom/secondary effect of the tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was hypotensive. Medication was given and a balloon pump was placed for stabilization and the patient underwent surgical removal of the third cds and mitral valve replacement. There were no reported adverse patient sequelae. No additional information was provided. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first clip delivery system is filed under a separate medwatch report number.

Event description:
This report is filed because the third clip delivery system (cds 60902u269) became caught in the chordae, chordal rupture and leaflet prolapse occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualizing the clips was difficult due to poor imaging. The first clip delivery system (cds 60902u268) was advanced to the mitral valve and was caught in the chordae. The cds was freed with standard trouble shooting, however chordal rupture occurred. After grasping the leaflets, the lock line was flossed; when retracting the lock line halfway, resistance was felt. The clip deployed successfully. After removal of the cds, it was noted the lock line was stuck at the end of the cds; 1mm of the lock line was sticking out of the cds. A second clip (cds 60902u270) was advanced and also got caught in the chordae but was freed. The clip was implanted medial to the first clip. A third clip (cds 60902u269) was advanced to further reduce mr and also got caught in the chordae, rupturing the chordae. The clip could not be freed from the ruptured chord. The anterior leaflet began to prolapse. Due to the ruptured chordae and prolapsing of the anterior leaflet, there was movement of the two implanted clips, however, the clips remained in the implanted position on the leaflet. Mr remained at 4.

Manufacturer narrative:
(B)(4). It should be noted that in the mitraclip instructions for use it states: grasping the leaflets and verifying the grasp states the following warning: do not make substantial clip arm orientation adjustment in the left ventricle. Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. As it was reported that clip movement was performed while located in the left ventricle against advisory not to, in addition to the poor imaging conditions during the procedure, it is likely that user error contributed to the clip becoming caught on the chordae, resulting in the reported physical resistance. All available information was investigated and the reported clip becoming caught on the chordae, resulting in difficulty removing the device appears to be a result of both challenging patient anatomy and user error. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the clip delivery systems (cds) were positioned in the left ventricle during use. No additional information was provided.